Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare authorized service dealer performed a checkout of the equipment and confirmed the reported complaint. The auxilary common gas outlet microswitch was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed 'aux gas outlet on' on the display and it would not enter mechanical ventilation. There was no report of patient involvement.